Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same patient as MFR ID#: 2134265-2011-04083. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. The patient presented at the time of the index procedure due to stable angina (ccs class 3). Cardiac catheterization revealed two target lesions. The first was a 60% stenosed and 8mm long lesion located in the proximal left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. This was treated with direct stent placement of a 3.0x12mm taxus element stent resulting in 0% residual stenosis. The second was a 100% stenosed and 15mm long lesion located in the mid lad with a reference vessel diameter of 2.5mm. This was treated with predilation and placement of a 2.5x20mm taxus element stent overlapping proximally with the first stent resulting in 0% residual stenosis. The same day post procedure, the patient had elevated troponin levels (peak troponin=0.19ng/ml, uln=0.03ng/ml) and was diagnosed as having a myocardial infarction with no ischemic symptoms. No action was taken to treat this event and it was reported to be resolved without residual effects. The patient was discharged one day later on aspirin and clopidogrel. It is the opinion of the physician that this event is related to the taxus element stents.